Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead dislodged a few days post op. Surgical intervention was performed to reposition the lead. During the revision, it took approximately 60 rotations in order to extend (deploy) the helix. The physician was not satisfied with the current of injury in that position; therefore, the helix was retracted, and an alternate position was located. Deployment of the helix in the new position took greater than 100 rotations (30 rotations at a time, and then removing the fixation tool). The lead yielded suitable electrical measurements, and the procedure was completed. No additional adverse patient effects were reported. This lead remains implanted and in service.